Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the instrument to have one scissor blade broken off and missing. The blade is fractured at the cross section of the grip cable crimp exposing half of the cable crimp. The fractured plane of the blade is straight and the blade tips do not exhibit damage. Engineering also noted, the presence of debris around the damaged area. The fragments are white / clear and appear similar to the tip cover accessory material. No other damage was found. Per the case notes, the instrument fragment was retrieved from the patient and the procedure was successfully completed.

Event description:
It was reported that during da vinci s surgical procedure, the tip of the monopolar curved scissors instrument came off and fell into the patient. The instrument fragment was retrieved and the procedure continued with a replacement instrument of the same type. The planned procedure was completed and no patient harm, adverse outcome or injury was reported.